Event description:
It was stated that the customer was hospitalized twice for hypoglycemia. The customer was in a coma during the first hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.